Event description:
It was reported that the patient experienced a "high pressure" alarm on one of the pumps as they were switching to new cassette. Patient tried the cassette on previous pump and it was working fine so it wasn't a faulty cassette. Patient didn't have any visible blockage on the drug pathway. The tubing was placed correctly as well. Patient changed tubing to new one and the "high pressure" alarm went away. The issue resolved. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.